Event description:
Upon transporting the pt from the scanner, the brain oxygen catheter malfunctioned. The other two catheters; the ventrix icp and the temperature catheter functioned as desired. Catheter number 115 from lot number 2000103 was used on the pt. No pt injury was reported.